Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cervix carcinoma ("tumor/teratoma/cancer type: cervical") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- not performed". In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and weight increased ("weight gain") and experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("other injury(ies) or complication(s) please describe: depression.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed. At the time of the report, the pelvic pain, cervix carcinoma, hot flush, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight - (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.